Event description:
After placement of the graft a proximal type I endoleak was noticed. The endoleak appeared to be coming off of the right side of the main body graft. A main body extension was placed at the site in order to better seal at the site. When the main body extension was deployed, the physician was able to extend the graft closer to the left renal artery, but was not able to place the graft higher below the right renal artery. Post angiogram noted that the endoleak had only slightly decreased with the placement of the extension. Although there was slight tortuosity suprarenally, there was none infrarenally. However, the aortic neck did measure 29 mm . The procedure was then concluded, with the decision to monitor the pt in order to determine what other intervention would be needed. Although other options had been explored at the time, the physician did not want to place additional graft material at the site.